Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is on going at this time. A follow-up report will be provided after the inspection results become available. (B)(4).

Event description:
As reported by the user facility: combi lead connected to power cord, which was connected to the wall socket. There was a power surge at the connection of product and power cord causing thermal damage to combi lead. No patient injury.